Manufacturer narrative:
Although this product remains in service and has not been received at our post market quality assurance laboratory, no physical analysis was able to be completed. Interrogation of the device confirmed it was operating in safety mode and that tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing as this device was not returned.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an error code related to battery depletion. Technical services (ts) confirmed the reserved ram of the programmer was corrupted. After a reset, the device was confirmed to be operating as intended. This device remains in service. No adverse patient effects were reported.